Event description:
It was reported that the customer is sick, because the insulin pump is not delivering insulin. The blood glucose reading is 389 mg/dl. Customer treated with his back-up plan. The drive support cap is loose. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.